Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4) returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause mlc-20 user's test strip had poor storage. Test strip UDI#:(B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - able to establish contact with customer who indicated that replacement meter is working as designed.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 163, 308, 179 and 250 mg/dl. The customer's expected fasting blood glucose test result range is 78 - 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 05/27/2020 and open vial date is april 2019. The meter memory was reviewed for previous test result history: result 1: 163mg/dl date: on (B)(6) 2019 time:12:00pm fasting. Result 2: 308mg/dl date: on (B)(6) 2019 time:11:45pm fasting. Result 3: 266mg/dl date: on (B)(6) 2019 time:07:13pm non-fasting. Result 4: 179mg/dl date: on (B)(6) 2019 time:11:12pm fasting. Result 5: 250mg/dl date: on (B)(6) 2019 time:11:56pm fasting.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Product not returned for evaluation. Most likely underlying root cause mlc-20 user's test strip had poor storage test strip UDI#: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - able to establish contact with customer who indicated that replacement meter is working as designed.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 163, 308, 179 and 250 mg/dl. The customer's expected fasting blood glucose test result range is 78 - 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 05/27/2020 and open vial date is april 2019. The meter memory was reviewed for previous test result history: (B)(6).